Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a cranial resection, the surgeon monitor of the navigation system became unresponsive. It was reported that the display stated it was not connected. It was noted that the camera was disconnected as well. Restarting the navigation system restored functionality. It was noted that the camera cart shut down without prompt from the user prior to the restart. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.